Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. Oversensing of the minute ventilation signal was also observed on the ra channel. Provocative maneuvers were unable to reproduce noise. The crt-d remains implanted and in service and there were no adverse patient effects reported.